Event description:
It was reported the battery voltage reading was 2.4 volts, but the device did not display the elective replacement indicator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant.